Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable and wall adapter. The customer's blood glucose was 158 (mg/dl). Although confirmation was requested as to whether or not replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.